Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the device was implanted with a battery voltage that was lower than recommended. The device battery increased in the days after the implant procedure. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately 3 years later the device reached recommended replacement time earlier than anticipated. The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off site analysis concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. If information is provided in the future, a supplemental report will be issued.